Event description:
It was reported that the staff had difficulties removing the intra-aortic balloon (iab) and once the iab was removed it was noticed that the balloon was filled with black dots. No other iab was used. There was a report of patient death. Doctor naveed ahmed confirmed that the device did not cause or contribute to patient's death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the catheter which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: additional information received, doctor naveed ahmed confirmed that the device did not cause or contribute to patient's death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff had difficulties removing the intra-aortic balloon (iab) and once the iab was removed it was noticed that the balloon was filled with black dots. No other iab was used. There was a report of patient death. No further information was able to be obtained.